Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. "Does not function" was determined to be an f-49 alarm that was found during a visual inspection and alarm log review. The alarm was caused by a defective central processing unit (cpu) printed circuit board (pcb). The cpu pcb was replaced in order to resolve the issue. The pump passed all tests and was returned to the customer in good working order.